Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: it was observed that appears to be uneven texture. A leak test was performed and was not found opening. A microscopic analysis was performed which identify: the device is intact and functional. Finally, the observed variation on texture density was measure whit a eye loupe, variation measures were 2.0mm and 1.0 mm. According to allergan procedures, those variations were found within specification with the (B)(4) specification (no uneven texture area > 5 mm). Based on the device analysis the final assessment is: the device is intact and functional. Observed a variation on texture density but it is within specification.

Event description:
Healthcare professional reported, "tissue expander appears to have white specks on it." Device was not implanted. Surgery was completed with a back up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported, "tissue expander appears to have white specks on it." Device was not implanted. Surgery was completed with a back up device.